Event description:
Literature: piacentino, m., pilleri, m., bartolomei, l. Hardware-related infections after deep brain stimulation surgery: review of incidence, severity and management in 212 single-center procedures in the first year after implantation. Acta neurochir (wien). 2011;153(12):2337-2341. Published online august 27, 2011. Doi 10.1007/s00701-011-1130-2. Summary: the purpose of this study was to evaluate retrospectively the incidence, severity and management of device-related infections in deep brain stimulation (dbs) procedures. The authors reviewed data on 106 patients in whom 212 procedures were performed between 2001 and 2011 to assess infection in the first year after implantation of a dbs system. All patients underwent two-stage surgery in which the leads were implanted first and the implantable pulse generator (ipg) and extensions were implanted a week later. Only deep infections were considered which was defined as infection that extended into the subcutaneous layer and was usually in contact with at least one part of the dbs system. Infections occurred on average 30.7 days after bilateral lead implant in nine parkinson's disease (pd) patients. All infections required further surgery. Reported event: a (B)(6) male with pd experienced suppurative infection either at the ipg or the connector site 30 days after implant. A culture was positive for proteus. The patient underwent explant of the ipg and extensions and was treated with antibiotics for 4 weeks. The leads were not explanted. An ipg and extensions were re-implanted 3 months later. See literature article attached in MFR report# 3007566237-2011-09360.

Manufacturer narrative:
Continuation of concomitant medical products: unk implanted: unk explanted: unk; lead model neu_unknown_lead lot# unknown serial# unk implanted: unk explanted: unk; lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk; lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk.